Event description:
The manufacturer representative reported, the patient was implanted with a rechargeable neurostimulator and successfully received adequate stimulation. The patient felt stimulation for the entire ride home from the hospital. Later that evening, the patient reported an inability to turn the stimulation off. The next day, the representative met with the patient but was unable to communicate with the device using the patient programmer or the 8840 programmer. The representative attempted a physician recharge mode five times with no success. An x-ray showed the device was not flipped. The patient returned to the or and the device was interrogated using a sterile camera bag. Still no response. The device was replaced. The device has not been returned to the manufacturer for analysis.